Manufacturer narrative:
The patient had antiphospholipid antibodies. Per product labeling, "anti-phospholipid antibodies (apa) like lupus antibodies (la) may falsely prolong coagulation times, i.e. They may cause false-high inr values and false-low quick values. Where apa are known to be present, a result should be obtained using an apa insensitive laboratory method." The investigation did not identify a product problem.

Manufacturer narrative:
On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Section e3: occupation is patient/consumer.

Event description:
It was alleged that a patient received a discrepant result when tested with coaguchek inrange meter serial number (B)(6). A sample from the patient was tested using the meter, resulting in a value of 4.6 inr. Within 3 hours of meter testing, a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 3.18 inr. The patient's therapeutic range is 2.5 - 3.5 inr.